Event description:
During bronchoscopy procedure, the biopsy forceps fractured and a piece of the biopsy forceps had to be retrieved from the left main stem bronchus with a second biopsy forceps. Removal of the forcep piece was successful and an x-ray revealed no other foreign matter.